Event description:
It was reported that the right ventricular lead had previously exhibited noise. The asymptomatic patient presented in clinic on (B)(6) 2017 for normal device check. Upon device interrogation, the lead exhibited pacing inhibition due to noise. The noise was reproducible with isometrics. The lead did not exhibit any other electrical anomalies. No intervention was performed. The patient would be continued to be monitored.